Event description:
It was reported that the patient presented remotely via merlin.net with high pacing impedance exhibited by the he right ventricular lead. No interventions were made. The patient was stable.